Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. The lead was returned in two segments. External insulation abrasion was found at 13.8cm-14.5cm from the distal tip consistent with lead friction to another device. External insulation abrasion was found at 49.8cm to 49.9cm from distal tip consistent with lead friction to ICD. Etfe coating of the conductors was intact at the abrasion sites.